Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (500 mg/dl). The cartridge and infusion set was changed and a correction bolus was delivered to address the bg level. The customer suspected that degraded insulin was the cause of the high bg. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the pump. The customer was to contact a healthcare provider regarding the event.